Event description:
Procedure: low anterior resection. According to the reporter: staples did not form properly. Oozing bleeding was reported as less than 200cc. The procedure was converted to open surgery and additional tissue was resected. Operating time was extended beyond 30 minutes.